Manufacturer narrative:
Investigation included a review of alarms and device logs, real-time technical support, and guided device restart. Investigation of this case revealed no hardware malfunction of the pump and suggested a transient communication or connectivity issue between the ilet and the g7 sensor. It was concluded that the event was related to temporary loss of communication, resolved through device restart and standard troubleshooting, with instruction to contact the cgm manufacturer if reconnection did not occur.

Event description:
It was reported that a user operating in blood glucose mode with a dexcom g7 experienced pairing failure between the ilet and the sensor following a brief sensor issue and subsequent sensor reconnection noted in the app. Symptoms included an alert indicating dosing would stop soon. Outcomes included an interruption of automated insulin dosing and the need for user troubleshooting.